Event description:
A zoll logistics employee contacted zoll customer support on (B)(4) 2013 to report that a (B)(6) male pt passed away on (B)(6) 2013. The pt's neighbor informed the zoll logistics employee that the pt was at his home and was not wearing the device at the time of passing.

Manufacturer narrative:
Device eval summary: upon reviewing the pt's download data, it was revealed that the pt removed the device on (B)(6) 2013 due to comfort issues. The pt's neighbor informed a zoll logistics employee that the pt was at his home and the pt was not wearing the device at the time of passing. Paramedics were called to the pt's home but were unable to revive the pt. During the time, the pt was wearing the vest, no abnormal flags were detected. Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll and evaluated. Both the monitor and electrode belt were fully functional and able to detect and treat a pt. The pt was not wearing the device at the time of death. Device manufacture date: sn (B)(4): 03/2013, sn (B)(4): 03/2013.